Event description:
The patient received more medication than intended. At 2230, the primary line of the device was programmed to deliver an unspecified hydration fluid at a rate of 675ml/hr. The secondary line was programmed in the concurrent mode to deliver magnesium sulfate (4 grams/100ml) at a rate of 25ml/hr, a volume to be infused (vtbi) of 100ml, and the delivery was started. No further programming parameters were provided. At 2330, the patient was shivering and complained of feeling cold. Warming blankets were placed on the patient and the physician was notified. The dydration fluid and magnesium sulfate were stopped with an unspecified amount of solution remaining in the containers. The nurse stopped the infusion by opening the pump door, but did not clamp the primary or secondary tubing. At 0000, the nurse returned to the patient's room to restart the infusions and noted the magnesium sulfate container was empty; however, the device display indicated that 20ml had been delivered. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. After an unspecified length of time, hydration fluids were restarted using a replacement device. During testing at the user facility, the device was reportedly "pumping too fast for what the rate was set at" and alarmed constantly when an infusion was attempted on the secondary line. Though requested, no additional information was provided.